Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on temporary usage techniques and assisted in removing the pump from its case to improve button function. The pump screen did turn on, but difficulties persisted, leading technical support to arrange for a replacement pump, confirming the pump was under warranty. They also provided instructions for putting the pump into storage mode and organized the return of the faulty device with a pre-paid label.